Manufacturer narrative:
The device was returned. Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician attempted arteriotomy closure with a starclose device. Post deployment, the pt experienced pain in the access site and a cold foot. The next day, a physician performed an embolectomy in the internal iliac, dissected the clip free and stapled the artery shut. The pt was discharged two days later.